Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Device evaluation anticipated, but not yet begun

Event description:
The hospital reported the unit lost the ability to ventilate. There was no report of patient involvement.

Manufacturer narrative:
The unit never lost the ability to mechanically ventilate. The leak rate is not sufficient to require medical intervention to prevent patient injury. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. The unit never lost the ability to mechanically ventilate. The leak rate is not sufficient to require medical intervention to prevent patient injury. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. The initial MDR was not reportable.